Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm, serious incident or injury. There was no delay. The issue was identified after surgery at central processing.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.